Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a neuro interventional procedure. Reportedly, after clip deployment, there was resistance removing the starclose se device from the anatomy. The device was pulled out with force. The access ports were used to release the thumb advancer and the safety release was used to collapse the vessel locator wings. The clip of the starclose se successfully achieved hemostasis. There was no tissue damage noted. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the electronic starclose instructions for use (IFU), states: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of resistance has been determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.